Manufacturer narrative:
No medwatch form was received. And family decided to withdraw life support, which included turning her therapies off.

Event description:
A symptomatic patient with history of vt/vf presented to hospital with complaints of chest pain. Upon interrogation, single vt/vf episode was stored. The device delivered atp, however, device binned a return to nsr and vf was not provided. Patient had some intermittent ventricular undersensing in response to her polymorphic agonal breathing which resulted in delayed detection and withheld therapy for vf. The patient died the following day after the physician.

Manufacturer narrative:
Additional investigation indicate there is no significant difference in the occurrence of undersensing between the low frequency attenuation (lfa) filter used in these devices and the tachy filter used in earlier generation devices. Review of stored electrograms from specific episodes containing undersensing demonstrates low amplitude signals that are not sensed due to amplitudes being below the programmed sensitivity threshold of the device. There was no evidence of device malfunction.